Manufacturer narrative:
Concomitant medical products: dtbb1qq ICD; 6935m62 lead; 407652 lead, implanted: (B)(6) 2014.if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead pulled back into the main body of the coronary sinus. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.